Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the force bipolar instrument tip was bent to 90 degrees and the surgeon was unable to get the tip aligned to remove the instrument from the cannula. The force bipolar instrument and cannula were removed together, the port site did not need to be enlarged. Additional cauterization was required at the incision site after the removal of the cannula, estimated blood loss is unknown. There were no visible signs of damage to the instrument, no broken or loose cables, the jaws were noted to be misaligned. There were no reports of damage to the patient's skin. The immediate release key (irk) was not utilized. The procedure was completed robotically.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the force bipolar instrument associated with this complaint. Failure analysis could not be confirmed to the reported event. The instrument was tested on an in-house system showing 8 lives remaining. The instrument passed grasping, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Manufacturer report number 2955842-2024-19344 documents the same issue that reportedly occurred with a second force bipolar instrument during the same procedure.